Event description:
It was reported the patient had loss of therapeutic effect. The patient had not been able to sleep or eat for the past couple of weeks. The patient states they saw a health care professional the (B)(6) who confirmed that one internal neurostimulator (ins) was low and the other ins was completely depleted. The patient was scheduled for replacement surgery at (B)(6) and inquired about what could be done in the interim to help with his tremors, eating and sleeping. The patient was redirect to his health care professional. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial#(B)(4) implanted: 2004-(B)(6) explanted: product typ lead product ID 748251 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: product typ extension product ID 748251 lot# serial# (B)(4) implanted: 2004-(B)(6) explanted: product typ extension product ID 3387-40 lot# j0337370v serial# implanted: 2003-(B)(6) explanted: product typ lead. (B)(4).